Event description:
Event description cpi received information that due to erratic sensing therapies and noisy electrograms, the rate sensing portion of this endotak transvenous defibrillation lead (0064) was capped. The shocking portion remains active.